Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3116 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was also noted that this was a simple battery replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient got some relief but it got worse. It was noted they found ¿put was not working.¿ the battery was replaced on (B)(6) 2013. Battery life expected 8.2 months. Additional information received reported the patient was doing fine. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn # (B)(4)) found no significant anomaly. It was noted that the ins was at the normal end of life and there was no telemetry or output. Visual inspection found that the epoxy bonds were broken on both battery terminals. Destructive analysis revealed that the battery did not experience an internal problem. No problems were found with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.